Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. G4: device is not distributed in the united states, but is similar to device marketed in the USA. H3, h4, h6: part: 03.010.407. Synthes lot: 9176849. Manufacturing site: bettlach. Release to warehouse date: october 27, 2014. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. Visual inspection: the aim-arm 130° f/pfna blade was returned and received at us customer quality (cq). Upon visual inspection, it is observed that the surface of the device shows normal wear consistent with the device use which would not contribute to the complaint condition. No other issues were found with the returned device. Functional test: a complete functional test could not be performed as the device was returned by itself and the mating devices were not returned. A partial functional test was performed on the locking device component of the aiming arm. The component was locking and unlocking without any slack. The device functioned as intended. Dimensional inspection: width w/ fin (c)- confirming. Width of locking pin- confirming. Width internal- confirming. Document/specification review: the following drawings (current and manufactured to) were reviewed: aiming arm 130° complete aiming arm. Locking device aiming arm. Guidance attachment aiming arm. No design issues or discrepancies were found during this investigation. Investigation conclusion: the complaint cannot be confirmed for the aim-arm 130° f/pfna blade. A definitive root cause could not be determined for the reported issue with the available information. There was no indication that a design or manufacturing issue contributed to the complaint. No design issues were observed during the document/specification review. Based upon these results, no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that on an unknown date during a pfna procedure, the aiming arm was unable to assemble on the unknown instrument. There was no patient consequence. The procedure was successfully completed without surgical delay. This report is for one (1) aim-arm 130° f/pfna blade. This is report 1 of 1 for (B)(4).